Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezj1359 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the transparent oversleeve portion of the connector of the catheter was fractured. The alleged fracture was found by the time the patient returned to hospital for maintenance, leading to the result that the catheter could not be used normally. On 10/21/2016-evaluation by bas engineers found a complete catheter break distal to connector.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the catheter is confirmed, and the cause is determined to be use-related. The device returned consisted of the two pieces of a two-piece groshong connector and a small segment of tubing, and one red-hubbed extension leg. Visual evaluation showed that the extension leg was separated from the proximal piece of the connector. Only a small portion of groshong catheter was visible distal to the two-piece connector components; one depth marking was visible past this point. The printing on the white tubing of the extension leg covering the joint between red luer hub and clear tubing was partially worn away. Residue was found on both pieces of the returned device. In particular, evidence of adhesive residue was found on the extension leg. Plastic tubing still seemed to be retained within the proximal two-piece connector half. Microscopic examination of the distal end of the extension leg showed a finely granular surface texture, with a plane of termination not at 90 degrees. The edges at the circumference were worn and not sharp. Some material seemed to be missing at one section of the circumference. Inside the proximal end of the proximal half of the two-piece connector, wherein the extension leg normally resides, the termination surface of the remaining tubing was coarse and hard several irregularities. The distal surface of the catheter was found to be smooth and striated, typical of a cut with a sharp instrument, suggesting that the customer trimmed the catheter after use. Tactual evaluation noted apparent tensile weakness in the clear extension leg tubing. The granular surface texture and irregularities in the break pattern on the two sides of the break are indicative of a peeling or pulling failure. The apparent weakness in the extension leg tubing suggests tensile force was a factor. Furthermore, the breakage occurred at a point of stress concentration ¿ just inside the proximal half of the two-piece connector. The complaint description indicates that this was found when the patient came in for maintenance, showing that it had been in use for some time, as supported by the adhesive and other residue present thereon when evaluated. The event is therefore determined to be use-related.